Manufacturer narrative:
(B)(4).

Event description:
Covidien received information that this n65 pulse oximeter is missing segments. The failure happened when the device was not being used on a patient.